Manufacturer narrative:
Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. It was noted that the customer did not remove air from the cartridge and that the customer initially filled the cartridge with 150 units. Reportedly, the customer was on a saline trial and their blood glucose level was not impacted. The customer was able to successfully complete the load process and resumed delivery.